Event description:
It was reported the patient had sepsis and endocarditis. The device, right ventricular lead and right atrial lead were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was return, analyzed and no anomalies were found.